Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with high lead impedance. X-ray images were provided, as well as the patient's most recent settings and diagnostics. Additional information was received noting the patient recently experienced a fall. No intervention has been taken. Ap and lateral chest images were received and reviewed. The x-rays were provided after a report high impedance. The generator placement was located normally in the patient¿s upper left chest at rib three. The feedthrough wires were intact, and the connector pin appears to be fully inserted. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. Two tie downs, and a strain relief loop were visualized. The lead appears to be routed behind the generator. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Based on the x-rays received no conclusion can be drawn on the high impedance. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information has been received to date. No known surgical intervention has occurred to date.